Event description:
It was reported that during an unknown procedure, solid tone with error code 5. The tip was broken during pre-run test after re-installed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.